Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye, due to mechanical complications described as halos/overcorrection. This was replaced with a model dxr00v, 18.0 diopter lens. There was no incision enlargement, vitrectomy, sutures done. It was noted that the patient is content and has success with the new lens. No other pertinent information was provided.